Manufacturer narrative:
Over/under correction & secondary surgical intervention to remove/replace/reposition the lens is identified in the labeling as a known potential adverse event following icl implantation. Each lens is subjected to a 100% assessment of the power (spherical and cylinder) and optical resolution during the manufacturing process in order to determine acceptability per the lens model and diopter. H6: investigation type 4110: lens work order search - no similar complaint event(s) within associated lots were found. Claim: (B)(4)

Event description:
A healthcare professional reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced refractive surprise. The lens was exchanged for a different model, power and a longer length lens and the problem resolved. Cause of the event was reported as user error; "the surgeon used the wrong datas for calculation." Additional information was requested. No further information is available at this time. This file will be re-opened if additional information is provided.